Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
&#901;w etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr xl acetabular system (right). Update from (B)(6) spreadsheet 6th feb 2012: hospital. Asr revision. Right asr xl acetabular system. Update - added reason for revision, additional hospital and surgeon. Stem and sleeve. Taken from claimsuite dated 12th august 2014. Reason(s) for revision: alval / soft tissue reaction.

Event description:
The pt has had an asr revision. Specific details regarding the report are unk.